Event description:
It was reported that during use of the device, the basket became caught and could not be withdrawn. As repeated attempts were made to dislodge the basket, the flexible tip of the basket separated and was retained. A surgical procedure was required to remove the retained portion of the ptd. There were no further complications.